Manufacturer narrative:
(B)(4). Insulin pump p cap, reservoir locked properly in place. Unit received with cracked case, cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump received with blank display due to pushed down battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Customer reported that there was no physical damage to the insulin pump's retainer ring. No harm requiring medical intervention was reported. The device will be returned for analysis.